Event description:
It was reported by the dealer that the unit will not start intermittently. The unit started to alarm intermittently and throw the reset button. The dealer was advised by tech (B)(6) to replace capacitor. No patient injury alleged, no additional information provided.